Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Ventricular capture management weekly trend data shows threshold stable at approximately 1 v until week of (B)(6) 2015 when threshold began to rise with measurements greater than 3 v by week of (B)(6) 2015. (B)(4)

Event description:
It was reported that the patient had a right ventricular (rv) lead warning for high thresholds. Additionally, the lead head rising impedance for several months. The lead was briefly reprogrammed to higher output which caused the patient to have a pectoralis muscle twitch before surgery. The lead was capped and replaced. No patient complications have been reported as a result of this event.